Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "bilateral breast devices ruptured" and "union of the lower quadrants, probably related to calcification or granuloma". The device has been explanted. This record is for right side.